Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was dosing too much. It was confirmed overfeeding. Additional information was received stating that the volume was set to 150ml and, the feed rate was set to 300ml/hr. The actual volume delivered was 200ml in 30 minutes. The issue occurred during preventative maintenance. There was no patient involved. No other information was provided.